Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site. 2955842-2007-00210, 2955842-2007-00211, 2955842-2007-00213.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed the cannula to be visibly bent at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter. Inspection under magnification reveals a deformation at the lip of the distal tip, creating a raised edge which has the potential to cause scraping in certain loading conditions. Site has returned an instrument with damaged main tube before. See MDR 2955842-2007-00185. No other damage found.